Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-2022x pta balloon dilatation catheter allegedly experienced rupture and detachment. This report was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is unconfirmed for the reported rupture and detachment, additionally stretch is identified in the evaluation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-2022x pta balloon dilatation catheter allegedly experienced rupture, detachment and streched. This report was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.